Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) reported receiving shock from the device and was concerned if the device was not functioning properly. The device remains in service. No adverse patient effects were reported.